Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information: did the patient experience any adverse consequences due to this issue? How long was surgery prolonged? Was there any change to the procedure or post-op patient care as a result of the delay to the procedure? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, the titanium tip was broken. Changed to another one to complete surgery. It was reported the surgery was prolonged. Patient consequence was not reported.